Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
Same case as user facility medwatch # (B)(4). It was reported that a stent damage occurred. A 3.00x16mm promus premier¿ drug-eluting stent was selected to treat the target lesion. However, during unpacking, it was noted that one section of the stent struts were sticking out. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. There were stent struts in the 6th distal row that were lifted and bent back distally. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found several hypotube kinks throughout the device. A visual and tactile examination found no signs of damage of the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as user facility medwatch # (B)(4). It was reported that a stent damage occurred. A 3.00x16mm promus premier drug-eluting stent was selected to treat the target lesion. However, during unpacking, it was noted that one section of the stent struts were sticking out. No patient complications were reported.